Manufacturer narrative:
B3: date of procedure estimated as (B)(6) 2024. D4: a partial UDI was provided as the lot number is not known. H6: medical device problem code 2017 clarifier- excessive force manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a vessel puncture closure of an unspecified access site with a proglide device. Reportedly, the foot did not retract as it was supposed to causing the device to get stuck. A work around was put into place [intervention] and eventually force was used to remove the device. Nothing was left in the patient. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and similar complaint history reviews were not performed because the lot number was not reported. Corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. The investigation could not determine a conclusive cause for the reported difficult to close the foot and device entrapment. The reported unexpected medical intervention appears to be related to circumstance of the procedure. Factors that may contribute to difficult to close the foot include but are not limited to, tissue or suture caught in the foot or posterior cuff partly deployed in the foot which likely led to the reported device entrapment. The device was removed against resistance. It should be noted that the electronic prostyle instructions for use (IFU), do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. In this case, based on the reported information, the IFU violation was circumstantial due to the difficulties experienced during removal. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.